Event description:
Clinical incident reported - hypotension; pt admitted from theatres to itu. Analgesia infusion connected. Line occluded/flushed. New pump connected - settings calculated to give 3mls hour of 0.5mg alfentanil. No weight entered therefore 0.0ml hr. Device alarmed as clamp not down. Pt(s) bp down. Narcan given - pt ok. No long term injury.